Manufacturer narrative:
The customer has a repeat procedure to re-spin samples and repeat tests when the troponin results are greater than 0.05 ng/ml. Service was not dispatched for this event. A root cause for this event has not been determined.

Event description:
A customer was contacted via customer contact program and reported to beckman coulter, inc. (Bci) some occurrences of non-reproducible false positive troponin (accutni) results generated by access 2 immunoassay system. The results were not reported out of the laboratory. The customer did not report effect to patient or user associated or connected to this event.